Event description:
It was reported that the surgeon performed a laparoscopic supracervical hysterectomy on a patient with multiple sclerosis in 2002. On the third post-operative day, the patient started to complain of severe abdominal pain. On physical examination pt was moderately distended and markedly tender over the entire abdomen. Pt was afebrile. White blood count has been varying between 8,000 and 12,000. CT scan of the abdomen and pelvis revealed an ileus with no obstruction. There was mesentery streaking and other radiological signs of peritonitis. There was a moderate amount of fluid in the abdomen. The surgeon has been treating patient conservatively with nasogastric drainage abdomen. The surgeon has been treating patient conservatively with nasogastric danage and analgesics.